Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. They replaced the generator board and the booster board due to an error. After that was able to take 40kvp nothing higher. The imaging system then passed the system checkout and was found to be fully functional. Suspect parts were returned for evaulation on 2/28/2018. Results are not available at this time.

Event description:
A medtronic representative reported that, during the servicing of an imaging system, the representative found that the generator control board was pulling down the 24volt delay from the supply bar. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: the generator control board was returned to the manufacturer for analysis. Analysis found that the control board did not ready in a known working imaging system. The system showed a generator error message whenever it was booted which was not able to be cleared or reset. Analysis found that the reported event was related to a electrical issue. Correction: updated device returned to correct date.